Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 27-year-old female patient who had essure (batch no. 664440) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test." The patient's medical history included itching (redness and itching diminished on discharge.), low back pain, menstruation abnormal, nausea, vaginal cyst on (B)(6) 2009, ovarian cyst, adenomyosis, haemorrhagic ovarian cyst and redness. Concomitant products included desogestrel;ethinylestradiol (cyclessa) since november 2009 and ibuprofen from (B)(6) 2009 to (B)(6) 2011. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems -depression") and anxiety ("psychological or psychiatric problems - mental anguish"). The patient was treated with bupropion hydrochloride (wellbutrin), escitalopram oxalate (lexapro), sertraline hydrochloride (zoloft) and surgery (hysterectomy with bilateral salpingooophorectomy, oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left ovary: microscopic surface adhesions, physiologic changes with cystic follicles. Left: 4 coils visible outside the os. Right: 1 coils visible outside the tubal ostium. Discrepancy noted between insertion date (B)(6) 2011 and (B)(6) 2010. In this follow up plaintiff did not undergone hsg test is given and in previous follow up hsg result given. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2010: chronic pelvic pain and recurrent ovarian cyst gross diagnosis: the right ovary is an 8.0 x 6.5 x 5.8 cm, uniloculated cyst filled with clear amber fluid. The cyst wall ranges from translucent and 8.1 cm to opaque and 0.4 cm thick where residual ovarian parenchyma resides. The wall in some areas is congested. (As written) diagnosis: cervix: acute and chronic cervicitis, endometrium: secretory pattern, myometrium: focal adenomyosis, right ovary: benign simple cyst, 8.0 cm, left ovary: microscopic surface adhesions, physiologic changes with cystic follicles. Concerning the injuries reported in this case the following events were reported via medical record; depression and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 27-year-old female patient who had essure (batch no. 664440) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test.". The patient's medical history included itching (redness and itching diminished on discharge.), low back pain, menstruation abnormal, nausea, vaginal cyst on (B)(6) 2009, ovarian cyst, adenomyosis, haemorrhagic ovarian cyst and redness. Concomitant products included desogestrel;ethinylestradiol (cyclessa) since (B)(6) 2009 and ibuprofen from (B)(6) 2009 to (B)(6) 2011. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems -depression, psych injury") and anxiety ("psychological or psychiatric problems - mental anguish / psych injury "). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("allergy: other"), osteoarthritis ("autoimmune diagnosed: osteoarthritis"), bladder disorder ("bladder/urinary problems:other"), urinary tract disorder ("bladder/urinary problems: other"), migraine (" other injuries/symptoms:migraine,") and headache ("other injuries/symptoms : headache"). The patient was treated with bupropion hydrochloride (wellbutrin), escitalopram oxalate (lexapro), sertraline hydrochloride (zoloft) and surgery (hysterectomy with bilateral salpingooophorectomy, oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, hypersensitivity, osteoarthritis, bladder disorder, urinary tract disorder and headache had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, headache, hypersensitivity, menorrhagia, migraine, osteoarthritis, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: left ovary: microscopic surface adhesions, physiologic changes with cystic follicles. Left: 4 coils visible outside the os. Right: 1 coils visible outside the tubal ostium. Discrepancy noted between insertion date (B)(6) 2011 and (B)(6) 2010. Patient received treatment for pelvic/ abdominal pain, autoimmune diagnosed: osteoarthritis, other injuries/symptoms: migraine, headaches in this follow up plaintiff did not undergone hsg test is given and in previous follow up hsg result given. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2010: chronic pelvic pain and recurrent ovarian cyst. Gross diagnosis: the right ovary is an 8.0 x 6.5 x 5.8 cm, uniloculated cyst filled with clear amber fluid. The cyst wall ranges from translucent and 8.1 cm to opaque and 0.4 cm thick where residual ovarian parenchyma resides. The wall in some areas is congested. (As written) diagnosis: cervix: acute and chronic cervicitis, endometrium: secretory pattern, myometrium: focal adenomyosis, right ovary: benign simple cyst, 8.0 cm, left ovary: microscopic surface adhesions, physiologic changes with cystic follicles. Concerning the injuries reported in this case the following events were reported via medical record; depression and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received event "abdominal pain, allergy: other, autoimmune diagnosed: osteoarthritis, bladder/urinary problems: other, migraine, headaches" were added. Outcome of events "pain, allergy, autoimmune, bladder/urinary, other " were updated as recovered. Reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a (B)(6) female patient who had essure (batch no. 664440) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test." The patient's medical history included itching (redness and itching diminished on discharge.), low back pain, menstruation abnormal, nausea, vaginal cyst on (B)(6) 2009, ovarian cyst, adenomyosis, ovarian hemorrhage and redness. Concomitant products included desogestrel; ethinylestradiol (cyclessa) since (B)(6) 2009 and ibuprofen from (B)(6) 2009 to (B)(6) 2011. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems -depression") and anxiety ("psychological or psychiatric problems - mental anguish"). The patient was treated with bupropion hydrochloride (wellbutrin), escitalopram oxalate (lexapro), sertraline hydrochloride (zoloft) and surgery (hysterectomy with bilateral salpingooophorectomy, oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left ovary: microscopic surface adhesions, physiologic changes with cystic follicles. Left: 4 coils visible outside the os. Right: 1 coils visible outside the tubal ostium. Discrepancy noted between insertion date (B)(6) 2011 and (B)(6) 2010. In this follow up plaintiff did not undergone hsg test is given and in previous follow up hsg result given. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2010: chronic pelvic pain and recurrent ovarian cyst. Gross diagnosis: the right ovary is an 8.0 x 6.5 x 5.8 cm, uniloculated cyst filled with clear amber. Fluid. The cyst wall ranges from translucent and 8.1 cm to opaque and 0.4 cm thick where residual. Ovarian parenchyma resides. The wall in some areas is congested. (As written) diagnosis: cervix: acute and chronic cervicitis. Endometrium: secretory pattern. Myometrium: focal adenomyosis. Right ovary: benign simple cyst, 8.0 cm. Left ovary: microscopic surface adhesions, physiologic changes with cystic follicles. Concerning the injuries reported in this case the following events were reported via medical record; depression and pelvic pain. Most recent follow-up information incorporated above includes: on 12-aug-2019: pfs and mr received: new reporter added. Category of case changed to incident. Pain verbatim added to pelvic pain. Patient demographic added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia); psychological or psychiatric problems ¿ depression, plaintiff did not undergo any confirmation test and psychological or psychiatric problems: mental anguish were added . Out come of the pelvic pain updated to recovering and resolving previously captured as unknown. Lot number, expiry date, concomitant drug and medical history added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.